Event description:
It was reported to boston scientific corporation that an uphold lite was implanted into the patient during a pelvic floor repair procedure performed on (B)(4) 2015. 6 according to the complainant, during the procedure, following implantation of the device, a hemorrhage occurred. The bleeding was located deeply in the left pelvic sidewall near the sacrospinous ligament. The bleeding was controlled using tamponade, surgicel, and floseal. The event was reported to be "currently resolving". This patient is participating in the uphold lite post-market clinical study. The investigator for the study assessed the event as severe, not related to the pelvic floor, definitely related to the procedure, and not related to the device. Additional information march 31, 2015. On (B)(6) 2015, the subject experienced pelvic pain in the anterior compartment. No treatment was given and the event is currently resolving.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite was implanted into the patient during a pelvic floor repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, following implantation of the device, a hemorrhage occurred. The bleeding was located deeply in the left pelvic sidewall near the sacrospinous ligament. The bleeding was controlled using tamponade, surgicel, and floseal. The event was reported to be "currently resolving". This patient is participating in the (B)(6) study. The investigator for the study assessed the event as severe, not related to the pelvic floor, definitely related to the procedure, and not related to the device. Additional information march 31, 2015. On (B)(6) 2015, the subject experienced pelvic pain in the anterior compartment. No treatment was given and the event is currently resolving. Additional information on december 23, 2015. On (B)(6) 2015, hemorrhage that was experienced on (B)(6) 2015 resolved.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was implanted into the patient during a pelvic floor repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, following implantation of the device, a hemorrhage occurred. The bleeding was located deeply in the left pelvic sidewall near the sacrospinous ligament. The bleeding was controlled using tamponade, surgicel, and floseal. The event was reported to be "currently resolving". This patient is participating in the uphold lite post-market clinical study. The investigator for the study assessed the event as severe, not related to the pelvic floor, definitely related to the procedure, and not related to the device.